Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and replaced the external speaker. After replacement of the external speaker the fse confirmed verification of successful operation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the external speaker was no longer connected to the pic ix. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported. It is unknown at this time who removed the speaker, additional information was requested.